Event description:
A malfunction occurred, indicated by malf 9, which was reset using pump reset information provided by cts. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to continue using the pump and to contact support if the malfunction code recurs, which the customer understood and acknowledged.